Event description:
It was reported to boston scientific corporation that a leveen coaccess electrode system was used during a liver rfa (radiofrequency ablation) procedure performed on (B)(6), 2011.according to the complainant, prior to insertion, the electrode insulation was found to be peeled. The procedure was completed with another leveen coaccess electrode system.there were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Manufacturer narrative:
The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.(B)(4)

Manufacturer narrative:
A visual evaluation found that the insulation was torn such that a portion of the metal cannula was slightly exposed. Continuity was confirmed between the introducer proximal end and the area of insulation damage which is indicative of proper connectivity. The introducer outer diameter was measured and was found to be within specification.the condition of the returned incident device was consistent with the complaint that the device insulation was damaged. Information was received from the account which confirmed the use of a metal needle guide with the electrode. The directions for use (dfu) document cautions the user of potential complications if a metal needle guide is used. Therefore, the most probable root cause is anticipated procedural complication. A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot.(B)(4)

Event description:
It was reported to boston scientific corporation that a leveen coaccess electrode system was used during a liver rfa (radiofrequency ablation) procedure performed on (B)(6), 2011. According to the complainant, prior to insertion, the electrode insulation was found to be peeled. The procedure was completed with another leveen coaccess electrode system. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.